Event description:
This device was removed and replaced due to twiddler's syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coils. Based on the symptoms, it is reasonable to assume that these damages resulted from explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, cuttings in the insulation and deformations of the conductor coils were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.